Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications.

Event description:
Mother reported the insulin delivery of the infusion device is inaccurate when the cartridge volume reaches 50-80 units. This has resulted in hyperglycemia of 250-300 mg/dl over the past 2-3 months. Patient has been able to self-treat hyperglycemia by changing the infusion set and cartridge. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.